Event description:
It was reported that the zimmer ats 2000 was "over-pressurizing in the middle of case." Add'l clinical f/u with the hospital indicated that the tourniquet unit had been in use on a procedure, and was changed out with another available unit. There was no harm to the pt reported, and no delay or increased surgical time reported. The staff had not reported any audible alarm or led message. The staff did not report pressure setting or how high the pressure had displayed on the led screen. The biomed stated the device has been in biomed lab for 2 days, and is being run for 3-4 hours at a time without being able to reproduce the event. It was initially calibrated following removal from service in the operating room at the time of the event. The device was found to have been within calibration, and without any other anomalies.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.